Manufacturer narrative:
All buttons function properly. However moisture damage was noted on keypad traces during visual inspection. The insulin pump had an unexpected restart alarm after batt change due to faulty c13 on interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 349 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.